Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted contrast visible in the inflation lumen, balloon, and on the shaft, consistent with preparation. The balloon was returned partially deflated. There were multiple bends in the hypotube distal to the strain relief tubing for a length of 24 cm. Difficulty deploying the stent can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, accessory device support, and/or contamination in the inflation lumen and inner diameter of the shaft. The total length of the sds was measured and met manufacturing criteria. An indeflator, filled with water, was used to inflate the balloon to the rated burst pressure (rbp) of 16 atmospheres with no damage noted to the balloon. After pulled negative, the balloon partially deflated. After the catheter was left pressurized to dissolve any dried contrast in the inflation lumen, the balloon would only partially deflate. After the catheter was left at negative pressure for three hours, the balloon would only partially deflate. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation and deflation difficulties. Contrast that is more concentrated can lead to slower inflation/deflation. It is specified in the xience v everolimus eluting coronary stent system instructions for use (IFU) that the contrast is 60% contrast diluted 1:1 with normal saline. Additionally, although not reported, the noted bends in the hypotube may have also contributed to the inflation/deflation difficulties. The inflation contrast travels in the hypotube down to the inflation lumen to the balloon. If the shaft is kinked or bent this could obstruct the flow of contrast into the inflation lumen and balloon and result in a difficulty or failure to inflate/deflate the balloon; however this could not be confirmed. It was reported the lesion was not pre-dilated prior to implanting the xience v stent. It should be noted the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. However, in this case, it does not appear that the failure to pre-dilate the lesion contributed to the difficulties deploying the stent or deflating the balloon. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no similar incidents reported for difficult to deploy or deflation issues. All stent delivery systems are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that during a direct stenting procedure in the circumflex coronary artery the xience v stent partially expanded when the balloon was inflated to 8 atmospheres (atm) but fully expanded after pressurizing to 15 atm. The balloon did not deflate, therefore, negative pressure was pulled 3-4 times and the balloon fully deflated after a few minutes. The stent delivery system was removed from the anatomy without resistance. There was no adverse patient effect. No additional information was provided.